Manufacturer narrative:
H6: codes were updated. One device was returned for analysis of complaint that unit kept alarming high pressure even with nothing attached to the port. Review of service found the device was returned for remediation in september. Visual and functional testing was performed. The reported issue was confirmed. High pressure alarm sounded when the device was turned on and will not shut off. Device may need a new sensor the board was changed and the device stopped alarming. Probable cause of complaint was a bad board.

Manufacturer narrative:
B3: unknown; year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that unit kept alarming high pressure even with nothing attached to the port after it was returned from service. There was unknown patient involvement. No patient harm/adverse event was reported.